Manufacturer narrative:
The customer provided data for two additional patient samples with discrepant troponin t results (samples 5 and 6). Both samples 5 and 6 were tested on (B)(6) 2024 using troponin t reagent lot number 742799. Sample 5 initially resulted in a troponin t value of 14 pg/ml. The sample was automatically repeated, resulting in a value of 9.59 pg/ml. The sample was repeated on the fourth e801 analyzer, resulting in a value of 8.79 pg/ml. Sample 6 initially resulted in a troponin t value of 23.8 pg/ml. The sample was automatically repeated, resulting in a value of 60.70 pg/ml. The sample was repeated on the fourth e801 analyzer, resulting in a value of 22.8 pg/ml. The investigation is ongoing. Medwatch field d4 has been updated.

Manufacturer narrative:
Upon review of the alarm trace from (B)(6) to (B)(6) 2024, there were 91 sample short alarms, 21 sample clot alarms, 19 sample foam alarms, and 946 alarms indicating that cleaning maintenance is recommended. An instrument check was performed and passed. A general reagent problem was not present because controls prior to the event were within range. Upon analysis of images from the sample foam detection camera, the instrument grippers were found covered in dust. Many samples showed a film and some samples showed impurities or bubbles. The affected samples showed mostly good sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The customer has been testing patient samples in duplicate and observed an increased number of discrepant results for approximately 15 days. No further details were provided. The first sample resulted in troponin t values of 50.5 pg/ml and 6.27 pg/ml. The sample was repeated on a second e801 system, resulting in a value of 7.4 pg/ml. The second sample was tested on (B)(6) 2024 and initially resulted in a troponin t value of 72.4 pg/ml. The sample was repeated twice on the same analyzer, resulting in values of 14.4 pg/ml and 10.1 pg/ml. The sample was decanted and re-centrifuged, then repeated on the same analyzer, resulting in a value of 3.74 pg/ml. The sample was repeated on a third e801 analyzer, resulting in a value of < 3 pg/ml. The sample was also repeated on a fourth e801 analyzer, resulting in a value of < 3 pg/ml. The third sample was tested on (B)(6) 2024, resulting in troponin t values of 219.00 pg/ml and 20.50 pg/ml. The sample was repeated on the third e801 analyzer, resulting in a value of 20.40 pg/ml. The fourth sample was tested on (B)(6) 2024, resulting in troponin t values of 200.00 pg/ml, 13.40 pg/ml, and 13.40 pg/ml.